Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. On (B)(6) 2018: tandem technical support review the pump's data logs and found that the settings had not been recently changed. Device not returned.

Event description:
It was reported the pump time and date were incorrect. Blood glucose levels ranged between 138-400mg/dl. The customer's nurse adjusted the pump time to the correct time.